Manufacturer narrative:
(B)(4). The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to have a pinhole which caused the bag to leak near the seam. Where in the process the leak was discovered is unknown; however, this report documents no patient involvement or adverse events. No additional information is available.

Manufacturer narrative:
Complaint no.: (B)(4). The reported sample was returned for evaluation. Functional test identified the reported condition as a leak that immediately began gushing liquid from the right edge. Magnified inspection indicated no manufacturing cause of the defect, the damage was directly on the edge of the bag; therefore, the damage occurred when the bag was filled. The hole was severe and catastrophic, and would be obvious if present during manufacturing process or immediately when the user went to setup on the compounder. Based on evaluation findings, the condition was determined to have occurred during handling of the filled bag. Should additional relevant information become available, a follow-up report will be submitted.